Event description:
It was reported that a hair was found in the chloraprep sterile packaging. Per complaint form: customer called in stating a hair was found in the chloraprep sterile packaging. Package is unopen, product is available for return.

Manufacturer narrative:
A samples was available for evaluation. Visual examination of the sample shows hair strain located inside an unopened package, verifying the reported issue. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers, if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. Production record review was completed with batch/lot 0318404 and no non-conformances were noted during the manufacturing of this lot. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that a hair was found in the chloraprep sterile packaging. Per complaint form: customer called in stating a hair was found in the chloraprep sterile packaging. Package is unopen, product is available for return.